Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected of inducing ventricular fibrillation (vf) biventricular (biv) trigger pacing. Technical services (ts) reviewed device data and noted a premature ventricular contraction (pvc) occurred just after the biv trigger, prior to the start of the vf. Ts discussed it's possible the biv pace or the pvc induced the vf, however, it was unable to be determined. The device then delivered shock therapy which treated the vf. However, the shock therapy induced the patient into atrial fibrillation (af). The device undersensed the patient's af due to low right atrial (ra) lead amplitudes and did not end the atrial tachy response (atr) event. Additionally, the right ventricular (rv) lead exhibited high shock impedances within range. Additional information was requested from the field regarding treatment and resolution of the patient's arrythmia. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected of inducing ventricular fibrillation (vf) biventricular (biv) trigger pacing. Technical services (ts) reviewed device data and noted a premature ventricular contraction (pvc) occurred just after the biv trigger, prior to the start of the vf. Ts discussed it's possible the biv pace or the pvc induced the vf, however, it was unable to be determined. The device then delivered shock therapy which treated the vf. However, the shock therapy induced the patient into atrial fibrillation (af). The device undersensed the patient's af due to low right atrial (ra) lead amplitudes and did not end the atrial tachy response (atr) event. Additionally, the right ventricular (rv) lead exhibited high shock impedances within range. Additional information was requested from the field regarding treatment and resolution of the patient's arrythmia. This crt-d remains in service. No additional adverse patient effects were reported. Additional information was requested from the field. At this time, no further information was available. This investigation will be updated should further information become available in the future.